Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of inappropriate auto mode switch on the pulse generator due to atrial lead noise oversensing. The physician decided to replace the atrial lead. The lead was capped and replaced on (B)(6) 2021. The patient was reported to be recovering from the procedure.